Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. It was observed that the internal hlc batteries registered a low voltage, but still had the ability to power on and deliver defibrillation therapy. Physio observed that a filter, designator fl11 from the analog pcb assembly was electrically leaky; however, it was unknown how the internal hlc batteries became depleted. The customer received a replacement device.

Event description:
The customer initially reported that their device was showing the attention icon. After an evaluation of the device by physio-control, it was observed that the device had electrical leakage which could cause depletion of the internal hlc batteries to a point where the device could not function. There was no patient use associated with the reported failure.